Manufacturer narrative:
(B)(4). Evaluation - the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that patient received a cook gunther tulip on or about (B)(6) 2007 at (B)(6) center in (B)(6) by dr. (B)(6). It is alleged that patient was injured without further explanation. The representative of the deceased is also seeking punitive damages hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Patient age at time of event was not provided. Date of death requested but not provided. Date of event requested but not provided. Lot and catalog information was not provided. User facility information was not provided. (B)(4). Device manufacture date not provided. Evaluation: no information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip on or about (B)(6) 2007 at (B)(6) by dr. (B)(6). It is alleged that patient was injured without further explanation. The representative of the deceased is also seeking punitive damages hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 07/05/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 due to pe and recurrent thrombophlebitis. It is alleged that the plaintiff suffered a massive pe causing pulmonary arrest and death on (B)(6) 2013. Plaintiff is alleging other: pe, causing death.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pe, causing death". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. There is no evidence to suggest that this device was not manufactured according to specifications.